Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 478 mg/dl (strips from first vial, same lot) and 122 mg/dl. (Strips from second vial, same lot) no adverse event was reported. The remaining strips from the first vial were discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
(B)(4). It was unknown if the initial reporter sent report to the FDA. No product available to be returned.